Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an incoming test. The cause for the failure was isolated to a pinched lead 1+ wire in the cable connecting ECG "a" and ECG "b". The root cause for the pinched wire was excessive force. Manufacture dates: monitor: 2/14/2014, electrode belt: 5/22/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in the hospital with staff present at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received three treatments from the lifevest. At 3:35:24 am, the first treatment was delivered while the patient's rhythm was vt at 250 bpm with motion artifact. The post-shock rhythm was sinus bradycardia at 40 bpm with CPR and motion artifact. At 3:45:29 am and 3:45:56 am, the patient received two inappropriate treatments while the patient's rhythm was obscured by CPR and motion artifact. The CPR and motion artifact caused the false detections. The lifevest was reportedly removed by hospital staff so resuscitation attempts could be made on the patient. The patient reportedly passed away at 3:58 am. There is no indication that the lifevest caused or contributed to the patient's death. The device acted as designed and delivered an initial appropriate treatment to the patient during a treatable arrhythmia.